Manufacturer narrative:
Device not used during procedure. Device fit into laser adapter as intended with crack in molding. Crack in molding is partial and very small and did not cause molding and device to disassemble in any way. Device would have functioned as intended with this crack existing in the molding; crack determined as cosmetic defect only. Origination of the crack is unknown. This is an isolated event; no similar instances with this product have been documented in the past.

Event description:
On 02/18/2010, dornier received notification of a yag laser standard lightguide, which was found to have a crack in the plastic molding where the fiber is held by the operator/technician upon insertion of the fiber into a laser prior to usage. The crack in the plastic molding was noticed immediately by the operator/ technician upon removal of the fiber from the sterile tyvek pouch. Due to this discovery, the operator/ technician did not insert this fiber into the laser and did use this lightguide for any procedure.